Event description:
A report was received that the patient was experiencing a rash on her back. The physician believes that the patient might be allergic to the implanted device. The physician gave the patient cortisone cream and prescribed prednisone. The patient was referred to a dermatologist to determine what the patient is allergic to and next course of action.

Event description:
A report was received that the patient was experiencing a rash on her back. The physician believes that the patient might be allergic to the implanted device. The physician gave the patient cortisone cream and prescribed prednisone. The patient was referred to a dermatologist to determine what the patient is allergic to and next course of action.

Manufacturer narrative:
Additional information was received that the allergy test results were negative. The physician believes the itchiness could be from the tape or iodine. The patient does not have a rash any more.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, (B)(4), model description: artisan surgical lead with platnalock technology - 50cm.